Manufacturer narrative:
Per the description on case (B)(4), the frame was moved after (auto) registration. Software is functioning as designed. No software anomaly. Other relevant device(s) are: product ID: 9 733686, serial/lot #: unknown. There is no 510k number as product not marketed in the u.s. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the initial time of navigation, accuracy of navigation was not good. There was no issue with accuracy of sagittal direction. Images were shifted to axial direction. In front spinal fusion surgery, cranial frame was supposed to be fixed with a rail of a bed in an operating room but head part was not fixed. When the bed was up and down after images were taken using the imaging system, the head part was probably moved. A spine frame was attached to a retractor and images were taken again without any issues for accuracy. During the second time of navigation, there was no issue with accuracy. However, the physician touched the frame and navigation was shifted. No images were re-taken as decision by the physician. The procedure was continued. Since images data by the ima ging system in the second time could not be transferred to navigation, the data was re-transferred to navigation with resolve. During the third time to take images using the imaging system, the images data were completely transferred without any issues. This occur red intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.